Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the drill bit broke off. Drill 25mm, code: 227456000, lot: not informed. T-cable (t-cable is not very readable, I zoomed in but not sure of the numbers), code: 8498, lot: 1199716.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.